Event description:
Additional information was received from the rep. The rep reported that the patient started experiencing recharging issues approximately one year ago. The patient had difficulties charging, called the manufacturer and received a new recharger. The new recharger wasn't great, then the patient was doing other therapies and then didn't recharge during covid and didn't want to come into clinic. Surgical intervention was not yet scheduled. The rep noted that the patient wasn't able to complete the full por on (B)(6) 2021 in the clinic, so she would complete the remaining at home and come back next week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said she let battery die during covid and wasn¿t charging it. Trying por reset on 6/10 to see if she can get some energy into the battery while she schedules device replacement date. Covid made it difficult to recharge; let battery get to por state and pt wants new system. The issue was not resolved at the time of the report. Surgical intervention has been planned.